Manufacturer narrative:
The device was returned and the evaluation found that no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope telescope was broken into two parts. The event was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, the identified issue of a broken optic was most likely attributable to the use of excessive force. Olympus will continue to monitor field performance for this device.